Manufacturer narrative:
(B)(4). Batch # p9491v. Investigation summary: the device was returned with the clamp arm detached from the outer tube, but firmly fixed to the inner tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Due to the condition of the returned device, not all functional testing could be performed with the generator. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colon procedure, they were using the device and after 2 hours, the "click," tactile feedback in the handle, disappeared. They continued using it for the rest of the procedure, but they did not have the click when they closed the device. There was no patient consequence.